Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor reading was inaccurate and gave a reading of 51 mg/dl when the blood glucose reading was 171 mg/dl. The customer had treated based on the sensor reading. She also reported that the threshold suspend alarm was activated while she slept because of this reading. The customer was advised on how to improve sensor accuracy and advised that the sensor would be replaced and agreed to return the product for analysis.